Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system stuck at zero but system up. Review of the system log file showed that issue was with flex vision pc, resulted in the system not being able to complete the startup sequence. The fse confirmed that the flexvision pc not starting up with rest of system. Found the system starts up when button on front of flexvision pc is pressed. Customer is pressing this button on startup. Fse suggested to replace the flexvision pc no hdd, which is planned to replace during the next pm visit. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.